Event description:
The procedure was renal artery embolization. After performing a diagnostic angiography, the guidewire was advanced through the tempo 5 catheter to align the catheter tip into the renal ostium. During advancement of the tempo catheter its tip separated and moved distally into the artery. Consequent action to mitigate/resolve the problem was the catheter change and embolization was completed with the pushable coils with the separated, embolized tip still present. There were no adverse effects to the patient, and the procedure was successfully completed.

Manufacturer narrative:
It was confirmed that this was initial use of this single-use device (not reprocess and reused). Additional information has been requested and will be submitted within 30 days upon receipt. The product is available for evaluation and testing; however, it has not been received as of to date (which has been indicated as "other" under h3 code).